Event description:
It was reported that after the cardiomems implant procedure was completed the patient had hemoptysis. The hemoptysis resolved without intervention. A CT scan was performed but the source of the bleeding was not identified. The physician believes the cause of the hemoptysis was the boston scientific v-18 guidewire. The patient was hospitalized post implant for monitoring and has since been discharged. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).